Manufacturer narrative:
(B)(4). It was reported that the patient underwent incision and drainage of left labia majora abscess on (B)(6) 2010. The patient underwent excision of eroded tvt tape on prevaginal wall on (B)(6) 2012. The patient underwent abscess with fistula surgery on (B)(6) 2012 due to recurrent left vulvar abscess with a vulvar fistula. The patient underwent removal of residual mesh on (B)(6) 2013 due to erosion. The patient underwent burch procedure on (B)(6) 2013 due to sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with repair of rectocele and perineoplasty due to symptomatic genital relaxation syndrome and sui.

Manufacturer narrative:
Date sent to the FDA: 7/26/2016.